Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that only the proximal segment of lead was returned, and it was found to be severed 30 cm from is-1 pin. There were setscrew marks noted on all terminal connectors. The clinical observations could not be confirmed. The damage found was determined to be procedurally induced.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing and increased thresholds. As a result the physician elected to explant and replace the lead. While trying to explant the lead, it became lodged in the superior vena cava. The physician surgically abandoned the lead and successfully implanted another rv lead in it's place. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.